Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found a cut in the tubing. Leak testing was performed and confirmed the leak at the cut in the tubing. Clear passage testing and clamp function testing were performed with no issues noted. The reported issue was confirmed. The cause for the cut tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during home patient (hp) use the silicone tubing of the uv flash transfer set was leaking. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.